Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and exchanged for a another similar model and diopter size. No adverse events were reported.